Event description:
It was reported that, cardiosave hybrid, type b plug intra-aortic balloon pump (iabp)¿s display was having a line in the upper visual screen. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service enginner (fse) was contacted by customer about the display having a line in the upper visual screen. Went onsite to investigate the issue. After locating the unit and powering the unit on, could see the visual line in the image screen. Took images and checked the logs. Assy, display top lcd rohs was replaced and unit functional and safety checks completed. System was returned to customer.